Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was damage visible on the conductor wire. Frayed wire was observed on the instrument. No material missing or detached from portion of the device that enters the patient. No allegation of unclamping failure while instrument gripping tissue. No report of issues related to non-intuitive or uncontrolled motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. The complaint regarding a frayed cable was confirmed by failure analysis. Common causes of a broken conductor wire are attributed to damage through external collisions, during use, or during reprocessing.